Event description:
Reporter applied a patch to the back of her right and left lower extremities before lying down on bed in 2007. After about 10-15 minutes, the patches kept on falling off, so she took them off. A huge blister immediately appeared on the back of her leg. She had a second degree burn that is still presenting an open wound for the past three weeks. She treated with neosporin ointment and took tylenol for pain. She saw her physician on twenty days later to ensure that there was no infection. Burn is healing, but skin in area is showing blotches and she is concerned about scarring. Patch from same package applied to back of left leg did not cause any problems or discomfort.